Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that the procedure was to treat a tortuous mid right coronary artery, which had been pre-dilated. During deployment of the 3.0 x 23 rx xience v stent, a distal edge dissection was observed, which was treated with a 3.0 x 15 xience v stent. There were no adverse patient effects. The procedure was completed successfully with good patient outcome. Though requested, no additional information was provided.